Manufacturer narrative:
Exemption number e2017017. (B)(4). The value of radiation dose applied during the incident is estimated to be minimal not posing risk of moderate to critical injury to patients or users. Investigation is on-going. A supplemental report will be submitted if additional information becomes available. This report was submitted february 6, 2018.

Event description:
It was reported that while performing fluoroscopy procedure on the axiom luminos agile unit the doctor released the foot pedal, however, the machine continued to produce x-ray. Emergency stop button had to be used to stop release of radiation. There are no injuries attributed to this event.